Event description:
It was reported that this patient passed away and the generator and part of the lead was explanted. A death form received stated that the patient passed away due to sudep. This patient had a concurrent illness which consisted of a chromosomal abnormality (2p). The patient was receiving vns therapy treatment at the time of death. There is no believed relationship between the vns system and the cause of the patient's death. No autopsy was performed, and the patient had a history of complex partial seizures with an onset since age (B)(6). The patient has no history of drug or alcohol abuse but did have a history of cardiac or respiratory problems described as mitral insufficiency. The patient was taking several anti-epileptic therapy medications but was not compliant with all their aeds. The patient's last known drug levels were as follows: pht:11.5¿g/ml pb: 26.4¿g/ml. The physician does not suspect a relationship between the vns device and the patient's death, but there is no scientific evidence as no autopsy was concluded. The explanted generator and lead were received into analysis, but analysis has not been completed to date. No additional relevant information has been received to date.

Event description:
The lead underwent product analysis and the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. There is no evidence to suggest an anomaly with the returned portion of the device. The generator underwent product analysis and proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified in the (B)(6) lab. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator. No further relevant information has been received to date.

Event description:
Additional information was received that the physician simply judged there is no efficacy of vns therapy for this patient as the patient¿s settings were increased to the certain level to judge the efficacy, but no improvement was seen regarding the patient¿s efficacy. In addition, it was stated that this patient had a high grade of intractable epilepsy and other therapies were also ineffective. No further relevant information has been received to date.